Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent high blood glucose (bg) levels up to over 600 mg/dl with ketones. Due to the impacted bg, the customer was dizzy and fell. Reportedly, the cause of the impacted bg was due to the pump not delivering insulin as expected. The contact reported that the pump "works sporadically" and would suddenly stop delivering insulin. Contact reported no alerts or alarms were declared. The customer was unable to rely on the pump. Customer addressed impacted bg with a corrective bolus and manual injections. Tandem technical support offered to follow up with the customer to ensure bg levels have stabilized, however, the contact declined. The contact confirmed that an alternate method of insulin delivery was available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.